Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the insulin gauge issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, but then reoccurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. The customer¿s blood glucose (bg) level was 525-600 mg/dl. Customer administered a manual injection to address bg.